Event description:
Upon introducing a 5max ace into the neuron max 088 system with a velocity mircocatheter inside for coaxial access, leaking of saline from the continuous flush system was observed at the hub of the catheter. The physician withdrew the 5max ace catheter and velocity microcatheter from the patient and removed another 5max ace catheter from inventory. The procedure was completed with no further issues reported and there was no adverse effect on the patient.

Manufacturer narrative:
Result: the 5maxace132 appears to be fractured approximately 3.5 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that there was leaking observed from the hub area of the 5maxace132. The 5maxace132 catheter is fractured 3.5 cm from the hub. This fracture was likely due to mis-handling of the product during removal from the packaging or preparation for use. The fracture was not noted until the catheter was placed in the patient and flushed with saline. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.